Event description:
It was reported that approximately eight years after implantation of an intraocular lens (iol) into the right (od) eye, the patient presented with difficulty seeing and the lens appeared cloudy. A successful lens exchange was performed using a different model and diopter lens, and the patient's outcome is good.

Manufacturer narrative:
The device was partially returned for evaluation. Two haptics, minus an optic were returned. As such, the visual assessment of the iol could not be completed. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. The lot history, trend analysis, risk analysis, and directions for use are considered acceptable with the product performing within anticipated rates. Based on the available information, a root cause could not be conclusively determined.